Manufacturer narrative:
Final analysis found that all five filars of the inner coil were fractured distal to the suture sleeve tie location at 15.5 cm from the connector pin. The damage found likely resulted in the reported high impedance and sensing anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. A decrease in sensing amplitude was also observed. The lead was explanted and replaced successfully. No patient symptoms were reported.